Event description:
An event involving a tego connector was reported in which, during installation on the patient, the internal rubber component was found to be damaged and deformed, preventing blood flow and blood return. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.